Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified reading issue with the adc sensor was reported. Customer¿s sensor ¿always showed the same (unspecified) value¿ customer experienced dizziness, headache, and nausea. Customer was unable to self-treat and was seen at a hospital where a reading of 500 mg/dl was obtained on hospital meter and intravenous fluids were administered for a diagnosis of hyperglycemia. Customer was hospitalized for an unspecified duration and no further information was provided. There was no report of death or permanent impairment associated with this event.